Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "port 0 error" as well as communication loss for all monitored devices. The customer attempted to swap their hdd's but the cns was unable to boot up into the application. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "port 0 error" as well as communication loss for all monitored devices.